Manufacturer narrative:
Eval, method: other - device history record (DHR) review performed. Results: the DHR review showed that no similar issues were found during the mfg or packaging processes of this lot. Picture of the sample was received and shows the stapler was jammed. The reported defect has been conformed. Conclusions: (B)(4) was opened to address the issue of staples jamming. If add'l info is received that changes the conclusion of the investigation, a follow-up report will be sent.

Event description:
The event is reported as: complaint alleges: "the stapler jammed during use. The stapler was returned to the distributor with the broken cover block. It is not known what caused it to break. The event caused no harm to the pt.